Event description:
It was reported that the customer received a motor error alarm. The customer's blood glucose level was 105 mg/dl. He was advised to disconnect from the insulin pump and revert to a back up plan. The customer was unable to complete the rewind sequence. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The motor passed the motor test and no motor error alarm was noted. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.